Event description:
The hospital reported that during preparation for a procedure, the heartstring seal unravelled after loading. A new heartstring seal was used to complete the case. There were no patient complications reported by the hospital.

Manufacturer narrative:
The visual inspection shows that the seal is outside of deployment tub and unraveled. Therefore, the complaint is confirmed based on how the seal was received. A lhr review was completed for the product, there was no conformance associated with the lot number.